Event description:
The device was returned to the service center with a report from the customer contact that during preventive maintenance testing at the user facility the device had a constant occlusion alarm error. This did not indicate a reportable malfunction. However, during verification testing at the service center, device pressures sensor drift was found.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.